Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he discovered a bent infusion set cannula. His blood glucose at the time of incident was 747 mg/dl, which he treated via manual insulin injection. The customer experienced another bent cannula when he had a high blood glucose of 286 mg/dl. Proper insertion and usage of the infusion sets were reviewed with the customer. No products were returned or replaced.